Event description:
Customer stated buttom of device was broken. Upon initial evaluation the device shows signs of melting around connectors. A request was made for the return of the suspect device and replacement product was sent.